Event description:
It was reported that after the surgeon trialed with an 18x40 humeral head provisional, the implant sat lower on the taper than the trial head, leading to instability. The implant was removed and a 21x40mm head was utilized to complete the procedure.

Manufacturer narrative:
This report will be amended when our investigation is complete.